Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had high capture thresholds and failed to sense. The patient was asymptomatic. On (B)(6) 2021, the ra lead was capped and replaced. The patient was stable throughout procedure.